Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: baded on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on radius assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed. No further actions are required as the device was implanted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "very worried," "palpable mass/lump in the inferior region, and fullness/swelling." Device has been explanted and replaced.